Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for evaluation. The unit was not returned; therefore a definitive root cause could not be determined. However, the customer was advised to replace the gde (gas delivery engine), which was provided with the part number and price. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator is giving constant high ppeak and occlusion alarm. Furthermore, there was no patient associated with the reported event.